Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2005, this patient was implanted with gore excluder aaa endoprosthesis. At an unknown date a distal type I endoleak was observed. In 2007, the patient underwent a reintervention in which an iliac extender component was implanted on the contralateral side, successfully resolving the endoleak. In 2008, follow-up imaging demonstrated no endoleak. The patient is in good condition.